Event description:
It was reported to medtronic minimed that a potential product allegation was reported involving a loose battery compartment and previous error codes on the pump. The event involved mmt-1780kpk. The initial report was submitted by an internal employee without access to troubleshooting, and further details could not be obtained as contact with the customer was not successful. No further patient complications were reported. Mmt-1780kpk is not expected to return.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
P-cap locked in place properly during testing. Unit was successfully downloaded using thump software. The adapt tool was utilized to search for alarms that may have occurred in the past or around the time of the customer¿s call. However, no relevant alarms were noted in adapt. Unit passed the sleep current measurement test and active current measurement test. However, unit failed self-test after persistent pump error 63 was displayed after backlight testing. Unit was cut open and a visual inspection on connectors and electronic assemblies was performed. Per visual inspection, all connectors including motor flex connector were plugged in properly. However, moisture damage was found on keypad flex connector gold traces. Isolate to electronic assembly. The following cosmetic damages were noted: label damage (faded), battery tube threads - cracked, cracked case-corner of belt clip rails, stained keypad overlay, scratched case, and pillowing keypad overlay. In conclusion, customer¿s allegations of unexpected error message were confirmed when pump failed the self-test after backlight testing, when persistent pump error 63 was displayed. Additionally, customer's allegations of cosmetic damage were confirmed when battery tube threads - cracked and cracked case-corner of belt clip rails were noted during visual inspection. Moisture damage was also found on keypad flex connector gold traces. Due to moisture damage, isolate to electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.